Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated. A cause for the slda was unable to be determined. The reported recurrent mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, therapy date: estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from the posterior leaflet and remained attached to the anterior leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 2-3. Two clips were successfully implanted, reducing mr to 1. 6 weeks post procedure it was noted that the mitraclip ntr detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 2-3. On (B)(6) 2019, a second procedure was performed, and a third clip was implanted to stabilize the slda, successfully reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.